Manufacturer narrative:
Unit received unable to perform the displacement due to detached and missing end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was fell off and side of insulin pump above the drive support was damaged. Customer blood glucose level was 8.9 mmol/l. Customer also stated that the medtronic dome sticker was fallen off the pump. The device will be returned for analysis.